Manufacturer narrative:
The insulin pump had button error alarm and no act button response due to corroded act keypad trace. No freezing buttons or moisture damage inside the device was noted. It also had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer stated she had the device in her bra. Blood glucose value was 350 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.